Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on historical data, possible causes include material degradation; thermal issues such as overheating; mechanical issues such as stress, deformation, wear, and corrosion; and electrical issues including open or short circuits, signal loss, and component failures. These issues may occur at interfaces or connections between components (e.g., boards, cables, connectors, sockets, pins, power supplies, displays, or light sources) and can arise during normal use without any underlying design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center experienced an abnormality in the image, sometimes a static like something appearance on the entire image during installation. There was no patient involvement.